Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared long-term weight loss and technique-related morbidity between circular and linear stapled gastrojejunal anastomosis in patients who underwent elective laparoscopic roux-en-y gastric bypass between november 2012 and june 2014. In the linear staple group, an endo gia tristapler was used to create the gastrojejunal anastomosis. In the circular stapler group, a competitor circular stapler was used. Of 243 patients, 134 were in the linear stapler and complications at the gastrojenunal anastomotic site included: bleeding in one patient, leakage in one patient and marginal ulcer in 11 patients. No interventions were reported. Long-term results of linear versus circular stapled gastrojejunostomy in gastric bypass surgery: a propensity score-adjusted analysis of weight loss and morbidity obesity surgery (2025) 35:2132¿2141 https://doi.org/10.1007/s11695-025-07875-9 mathias schmid.

Event description:
According to the literature, a retrospective study compared long-term weight loss and technique-related morbidity between circular and linear stapled gastrojejunal anastomosis in patients who underwent elective laparoscopic roux-en-y gastric bypass between november 2012 and june 2014. In the linear staple group, a tri-staple reload was used to create the gastrojejunal anastomosis. In the circular stapler group, a competitor circular stapler was used. Of 243 patients, 134 were in the linear stapler and complications at the gastrojenunal anastomotic site included bleeding in one patient, leakage in one patient and marginal ulcer in 11 patients. No interventions were reported.

Manufacturer narrative:
Correction: b5 mathias schmid, patrick folie, rene warschkow, thomas stefen1 "long-term results of linear versus circular stapled gastrojejunostomy in gastric bypass surgery: a propensity score-adjusted analysis of weight loss and morbidity" obesity surgery (2025) 35:2132¿2141 https://doi.org/10.1007/s11695-025-07875-9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.